Event description:
Damage was reported to the pump housing and usb port, which affected the customer's ability to charge the pump and caused it to shut down. There was no adverse impact to the customer's blood glucose level. The customer was instructed on how to store the pump before returning it, and a replacement pump was arranged by technical support.